Event description:
The customer reported via phone call that the insulin pump alarmed button error during the calibration process. The customer's blood glucose was 113 mg/dl. The customer did not observe any significant events leading to the alarm. She stated that she was checking her blood glucose with the glucose meter when the alarm occurred. She also reported that the buttons were harder to press than before. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners and cracked battery tube threads.